Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the head would not interrogate, it interrogated as required when tested with a known, good programmer. The head passed all final functional and systems test and no anomalies were found. Concomitant medical products: product ID 2090 programmer. (B)(4).

Event description:
It was reported that the radiofrequency programmer head was unable to interrogate. The programmer head was returned for service. No patient complications have been reported as a result of this event.